Manufacturer narrative:
Device was not returned to the manufacturer and no investigation was conducted. Complaint investigation concludes the event is unlikely related to the fmc device. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
It was reported by a patient/user of the fmc peritoneal dialysis (pd) liberty cycler that she had completed her treatment and noticed a fluid leak inside the cassette door. There is no report of injury or ill effect.